Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopy. According to the reporter: surgeon worked with a 5mm clip and got stuck in the blue seal. According to the surgeon and op-leader, gas could be leak with such a hole. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, no reinforcement material used. The surgeon got stuck during with the branches (jaws) at the blue plastic sealing during introducing with the clip into the seal.

Manufacturer narrative:
(B)(4).